Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the center of the lip with an unspecified dermal filler. The injection was ¿extremely painful¿ and was said to have ¿hurt." That night, the patient ¿could not feel their top lip¿ and ¿felt like their tongue would not reach the end of their lip.¿ the patient¿s lips were ¿triple the size¿ and were ¿touching their nose.¿ the patient contacted their beautician who advised the patent to go the hospital. The patient confirmed with 3 independent physicians that it was not an allergic reaction and ¿there was a chance that the filler had been injected incorrectly into the artery.¿ no treatment was provided. They patient¿s lips were ¿pulsating,¿ ¿painful,¿ and ¿so stretched that the pressure was just unbearable,¿ ¿like they were about to explode.¿ the patient found a clinic to treat them but had to wait 5 days because ¿they were to put any more liquid into the lips to dissolve them, the patient¿s lips were going to explode.¿ during the clinic visit, there was ¿a lot of bleeding¿ and ¿necrosis started to set in the top lip.¿